Manufacturer narrative:
A corrective and preventive action CAPA-01205 has been initiated to thoroughly investigate the issue and identify the root cause.

Event description:
Device was sent in for repair and upon opening the unit, the technician found burn damage internally.